Event description:
It was reported by patient's representative that patient underwent implantation of a long gamma nail in 2001. Allegedly the device thereafter fractured causing pain and suffering requiring surgical intervention.